Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a concerning increase in spine surgical site infections (ssis) associated with the guidance system robot. The infection rate had tripled compared to fiscal year 2024, with seven fusion infections reported in fy2025, five of which involved procedures utilizing the guidance system robot. It was noted that the instrument was not properly cleaned after sterilization, as observed using a borescope down the cannula inserter. In response to these findings, the use of the guidance system robot for spine surgeries was temporarily suspended effective (B)(6) 2025, while further investigation and mitigation efforts were undertaken. Additional information was received. It was reported that the procedures being performed were sacroiliac and thoracolumbar procedures. Additional information was received. It was reported that medtronic found no issues with any of the biologics that were used and the focus shifted to other possibilities.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure being performed was a sacroiliac and thoracolumbar procedure using a posterior lateral technique with posterior interbody technique. The procedure was performed on (B)(6) 2024 and the difficulties occurred on (B)(6) 2024. A lumbar washout was performed on the day in which the difficulties began. 9 days later, a lumbar wound exploration and washout for foreign body (retained drain) was performed and on (B)(6) 2024, a lumbar puncture was performed. The patient experienced a fever, the wound site had visible deep sutures, warmth and tenderness surrounded the wound, and purulent discharge from the wound was noted. The wound sites were cultured and enterobacter cloacae esbl (extended-spectrum beta-lactamase) (bacteria) was present. A secondary bloodstream infection (bsi) was noted as a relevant test result. On (B)(6) 2024], the patient coded with a cerebrovascular accident (cva) and was admitted later to rehabilitation services, and their catheter (PICC line) was removed (B)(6) 2025.